Event description:
Customer reported intermittent problems booting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. System operates as intended.